Event description:
It was later reported that the patient had no symptoms associated with the catheter issue. The location of the issue was unknown. It was noted that when this healthcare provider (hcp) has issues getting good flow when aspirating the catheter, the hcp elects to replace the whole catheter rather than investigating the exact issue. No catheter segments were left in the patient not in use and none in the intrathecal space not in use. The patient was doing very well and had no issues.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was later reported that concentration change was performed due to the inability of the surgeon to aspirate the catheter at the time of the pump replacement. The hydromorphone concentration was changed from 30 mg/ml to 2 mg/ml and the bupivacaine concentration was changed from 30 mg/ml to 2 mg/ml.

Event description:
It was reported that at a pump replacement procedure on (B)(6) 2015, the surgeon could not aspirate the catheter, so decided to replace both the catheter and pump that day. The pump had been programmed to minimum rate since the (B)(6) 2015 procedure. The pump was used to infuse hydromorphone and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.